Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked on both front corners of the top case. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion test were performed. Investigation unable to duplicate the primary audible alarm bgnd during occlusion testing. Investigation unable to determine the intermittent of the error and there was no physical or any other damaged found on the pump speaker or interconnect board and the pump interconnect board cable connector was glued into main board. Services replaced the pump speaker for preventive and performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd medfusion 4000 pump exhibited system failure, primary audible alarm and bgnd test. Reported that there was no patient involvement.